Event description:
It was reported that the rv lead thresholds were too high, so a lead revision was attempted. The lead helix was successfully retracted, but it could not be redeployed at a new location. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was disengaged from the helical channel. The helix will not extend because it is over retracted. Blood/body fluid is present on the outer tubing overlay, and in/on the helix mechanism. The outer tubing overly is melted and breached cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was disengaged from the helical channel. The helix will not extend because it is over retracted. Blood/body fluid is present on the outer tubing overlay, and in/on the helix mechanism sleevehead. The outer tubing overlay is melted and breached cut. It was also noted to have a tip seal observation and apparent explant damage.